Event description:
Caller reported a cgm error identified as error 42 during their sensor session. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support, who provided instructions to reset the pump. After the reset, the pump no longer displayed the cgm error code, and the customer successfully initiated a new sensor session.